Event description:
A customer contacted beckman coulter, inc (bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument for a single pt sample. A pt sample was tested for accu tni and a result of 4.19ng/ml was obtained. The result was reported out of the lab and questioned. Customer collected a fresh sample from the pt and an accu tni result was 0.35ng/ml. The original sample was then re-tested and repeated result was 0.13ng/ml. The pt was admitted to the ICU following the elevated result and was released following a second result and repeat from the 1st sample. The customer did not receive any report of pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Per customer, qc was within specifications 8 hours prior to the event. Qc performed following the event was also within range. A system check from 2008 was within specifications. The specimens were collected in greiner plastic lithium heparin tubes with gel separators. Per customer, the sample in question was a full draw with no noted hemolysis or lipemia. The sample 1 was stored for 9 hours at room temperature prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse primed the instrument and performed a system check which gave high results for some parameters. The fse replaced a substrate probe and reran the system check with good results. The fse performed a diagnostic testing, precision run and qc; all results passed within specifications. The fse verified instrument per established procedures. Although the fse addressed hardware issues, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.